Manufacturer narrative:
An unexpected return with an unspecified issue was returned by the customer. Visual inspection on the extension set found that the male luer collar was cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer collar. The root cause was identified as related to design of the specific male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo taken by the receiving lab appeared to show a broken luer. This photo observation is unconfirmed and will be verified through failure investigation. No further information was made available to date.